Event description:
It was reported that a revision surgery took place for the acticon device due to an unspecified reason. A new acticon was attempted to be implanted, but was not successful. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Catalog #, expiration date, serial #: cuff: 72401966, 09/14/2015, (B)(4). Balloon: 72402105, 04/19/2016, (B)(4). Pump: 72402287, 08/13/2013, (B)(4). Device manufacture date: cuff: 09/2010. Balloon: 09/2010. Pump: 08/2012.